Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump was monitored blank display, no blank display anomaly noted. The insulin pump received with normal operating currents. No unexpected weak battery alarm or low battery alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer received a blank display after replacing their battery. The customer also reported receiving a failed battery test alarm and weak battery alert. It was found the customer changed their battery again and the insulin pump was functional. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting advised the customer to insert a new battery. However, customer requested their insulin pump to be replaced. Customer's blood glucose was 55 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.